Event description:
The event is reported as: catheter was difficult to remove. There was 2cc of water left in the balloon, therefore, it could not be completely deflated. The pt suffered pain and discomfort during the removal of the catheter.

Manufacturer narrative:
Product will not be available for eval by MFR. Investigation report by MFR is incomplete at this time. A follow-up report will be sent when investigation results are obtained, or if add'l info is received.